Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that their implantable neurostimulator (ins) would no longer charge. The patient stated that they had this same difficulty about a year prior to the report. They met with a manufacturer representative (rep) and did some reprogramming but since then, it had taken longer to charge. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-may-21. It was reported that the patient last charged and felt stimulation about three weeks prior to the report and he couldn't charge his implantable neurostimulator (ins); the ¿charger clicked off¿. Regarding the programming and the long recharge issue, the patient noted that in 2018, they met with a manufacturer representative (rep) who got the ins to charge and adjusted the settings. Since then, the ins had been working, but the device was not charging really fast and it would discharge much faster. Troubleshooting was not performed due to lack of access to the external equipment. Reps were paged to contact the patient there were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that a rep told the patient that given the history of the battery, the cause of the issue was the battery was likely dead. The cause of the long recharge was not known, but was going to be looked at when the patient met with a rep on (B)(4). The issue was not yet resolved. The patient told them a rep said it will likely need to be replaced. No further complications were reported.